Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) was failing ibp fill. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, e1(site country), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) inspected the unit and adjusted drive, pressure and atmosphere transducers which were off by 7. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use.